Manufacturer narrative:
A beckman coulter customer hotline assisted the customer over the phone. The customer indicated intermittently low control recoveries for total bilirubin (tbil). The reaction monitors of the affected patient samples were reviewed. It was indicated a small optical density (od) change when sample was introduced (between p0 and p1). Hotline recommended replacement of sample probe and precision testing. The customer confirmed they replaced the sample probe to resolve the issue. No further issues were reported. The customer was satisfied with support. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier (B)(4). For erroneous results generated on event date (B)(6) 2023, refer to beckman coulter internal identifier (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient result for a pediatric patient sample involving their dxc 700 au clinical chemistry analyzer. The erroneous results were generated on two (2) different event dates. This event is for erroneous result generated for (B)(6) 2023. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.